Event description:
It was reported during pre-test, the cuff would not inflate despite pushing 5 ml water into pilot balloon. No patient injury was reported.

Manufacturer narrative:
Lot number: lot number is unknown. Device manufacturer date is unknown. No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. The reported event could not be confirmed. No deficiencies were noted during testing, the device performed within specifications. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).